Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17448984m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant medical products: stockert j70 system; soundstar eco catheter 8f. (B)(4).

Event description:
It was reported that a patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a navistar rmt thermocool catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, while using 45 watts, impedance rose dramatically. Physician stopped ablation. Patient became hypotensive. Tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Blood pressure stabilized post-intervention. Patient did not require extended hospitalization as a result of the adverse event. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the last ablation, since the impedance increased so significantly. Transseptal puncture was not performed. There is no sheath information. Generator was set on power control mode at 45 watts with increasing impedance (unspecified) when the injury occurred. No cut-off values were exceeded, as the physician stopped ablation when he noticed the impedance rising. There is no further information regarding generator parameters, overall ablation time, last ablation cycle time at the site of injury, irrigated catheter flow, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or carto indicating to re-zero the catheter. Catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 patient interface unit. There were no errors reported on any biosense webster inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.